Manufacturer narrative:
The patients' ages were provided as older than (B)(6). The suspect product was requested to be returned for investigation. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable glucose results for 2 patients from accu-chek inform ii meter serial number (B)(4) compared to the laboratory result. The result from the laboratory with venous blood was 114 and the result from the meter with capillary blood was 151. On (B)(6) 2019 the result from the laboratory with venous blood was 101 and the result from the meter with capillary blood was 134. No units of measure were provided. The venous and capillary sample are collections were within 10 minutes.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter was measured with the returned strips using retention controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 44, 45, 45 mg/dl, level 2: 306, 310, 306 mg/dl. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.